Event description:
Customer reported a past event where blood glucose level was high, but the specific value was unknown as it displayed "high." Cause was not known. To address the issue, the customer changed the infusion set and cartridge. Tandem technical support recommended consulting with a healthcare professional to discuss potential factors affecting blood glucose levels, and the customer acknowledged this advice.